Event description:
It was reported to philips that the system's c-arm movements were not available. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The customer reported that the c-arm was not moving. No further information regarding the issue has been provided. No service has been performed by philips since the quote was rejected by the customer. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, the unavailability of motorized movement of the c-arm during outside clinical use is not likely to cause or contribute to a serious injury or death. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.